Event description:
The customer reported that the autopulse platform (sn (B)(4) did not function when it was deployed for resuscitating a patient. The customer stated that after installing the lifeband and upon powering on, the driveshaft got stuck, and the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was able to clear the ua; however, it is unknown when the customer cleared the ua. The customer is requesting zoll to check the functionality of the device. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.